Event description:
During preventative maintenance on may 18, 2026, the autopulse platform (sn (B)(6) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6) failed the load cell characterization test. The root cause was the failure of the load cell module, likely due to failed component(s). The autopulse platform passed the functional testing without error or fault. Upon further testing, the platform failed the load cell characterization check. The load cell module 2 exceeded normal parameters and was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).